Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: it was reported that when customer punctured port with a huber needle connected to maxzero, blood leaked out of the maxzero.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Investigation result: one mz1000 sample was received without packaging for investigation of pr 10363513. The sample was received connected to a non-bd connector with a back-check valve, which was in turn connected to an extension set. Residual blood was observed throughout the extension set and the maxzero. It was reported that "when customer punctured port with a huber needle connected to maxzero, blood leaked out of the maxzero." As part of the investigation, the customer provided photographs to aid the feedback; however no obvious source of leakage was visible. An initial visual inspection of the sample noted that blood appeared to have refluxed from the patient all the way up to the maxzero. The returned samples were subjected to leakage testing separately and connected together, using a 50ml bd plastipak syringe; no leakage was observed from the maxzero, nor from any connection throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID from the maxzero component confirmed a possible lot number to be either 22115437, 22115436 or 22115459. A review of the production records for the potential lots did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
No additional information.